Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a failure of the touch screen, and it was difficult to do the settings. There were no health consequences for the patient reported.